Event description:
It was reported that during use of the pump, there was a low battery alarm. This similar problem occurred after replacing the batteries with new ones. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified. No root cause could be determined as the complaint could not be confirmed. No further actions were taken. UDI is unknown. No information available to date.